Manufacturer narrative:
The customer's calibration and qc data were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tsh elecsys results for three patients tested on a cobas e411 rack. On 16-oct-2020, the initial tsh results were not reported outside the laboratory. On 17-oct-2020, the customer performed repeat testing with the samples on the same analyzer for confirmation. Patient 1's initial tsh result was 0.005 uiu/ml with a data flag, and the patient's repeat result was 0.173 uiu/ml with a data flag. Patient 2's initial tsh result was 0.005 uiu/ml with a data flag, and the patient's repeat result was 1.27 uiu/ml. Patient 3's initial tsh result was 0.005 uiu/ml with a data flag, and the patient's repeat result was 3.14 uiu/ml. The tsh reagent lot number was 44860301 with an expiration date of 30-apr-2021.